Manufacturer narrative:
Literature reference: doi.org/10.1016/j.wneu.2024.04.108 a2: average age a3a: majority sex. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding treatment results of carotid artery stenting with an open-cell stent: analysis of 734 consecutive cases at a single center. Cas procedures were performed from april 2002 to december 2019. Of these 948 cas procedures, 811 were performed with open-cell stents from 'multiple manufacturer¿s, including medtronic's protégé rx. An embolic protection system was selected for every patient. An embolic protection system was selected for every patient. From 2010 onward, the main method was triple-balloon protection with the percusurge guardwire as the distal protection device after lesion crossing and the mo.ma ultra for proximal balloon protection during lesion crossing. Periprocedural complications included stoke, in-stent plaque protrusion, hyperfusion syndrome, and mortality rate of 3 patients. The causes of death were cerebral hemorrhage due to hyperperfusion syndrome, acute occlusion after cas, and hemorrhagic shock due to intraperitoneal bleeding related puncture. The median follow-up period was 50 months and outcomes including complications beyond 30 days after treatment were cerebral infarction, ipsilateral cerebral infarction, restenosis or occlusion, and reintervention. No further information was provided pertaining to medtronic products.